Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead caused the patient to experience extracardiac stimulation on multiple occasions due to an unknown reason. The lead remains in use. No patient complications have been reported as a result of this event.